Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates and functioned properly. No blank display or display anomaly was noted. All operating currents are within the specification of the product. There was no unexpected low battery or off no power alarm either, nor was there damage inside of the pump. The following cosmetic damage was found: minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and a stripped battery cap coin slot. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 497 mg/dl, which was treated with a manual insulin injection. Troubleshooting was initiated for the blank display. The customer's mother mentioned that the display anomaly occurred after the battery was changed, and that it took several battery changes before the screen turned back on. The customer confirmed that the pump had not been dropped, bumped or exposed to moisture. The battery contacts are neither damaged nor corroded. The customer was unable to remove the battery cap. The customer was advised to discontinue use of the pump if the battery is low and to monitor the pump if they continue to use it. The insulin pump was returned for analysis and a replacement device was shipped to the customer.